Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3189, scs lead, therapy date: unknown. Model: 3189, scs lead, therapy date: unknown. Model: 3799, scs ipg, therapy date: unknown. Model: 1192, scs anchor, therapy date: unknown. Device evaluated by MFR: the reported event of infection cannot be confirmed through product analysis testing alone.

Event description:
Device 5 of 5. Reference MFR. Report#: 1627487-2019-02126. Reference MFR. Report#: 1627487-2019-02127. Reference MFR. Report#: 1627487-2019-02128. Reference MFR. Report#: 1627487-2019-02129. Follow-up confirmed the patient's extension was also explanted due to infection. The infection resolved over time.